Manufacturer narrative:
Edwards¿ bioprosthetic heart valves are manufactured with robust controls and effective sterilization that would prevent potential contamination. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through investigation, it was learned that the bioprosthetic valve was explanted due to infection.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Based on the information received, a definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information from the implant patient registry that a 25mm bioprosthetic aortic valve was explanted after an implant duration of one (1) month, and twenty (20) days due to unknown reasons. The 25mm valve was replaced with another 25mm edwards bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: based on the information received, the most likely root cause that contributed to this event was due to patient undergoing dental work one week prior to the initial aortic valve replacement. This event was not device related.

Event description:
Through medical records, this (B)(6) male with past medical history of aortic stenosis, and atrial fibrillation underwent aortic valve replacement (avr). On post-operative day seven, patient began having symptoms and then a week later showed signs of fever and was admitted to the hospital. Tee showed thickness likely endocarditis. Blood cultures indicated positive cocci with suspicion for enterococcus. Patient was given antibiotics. Patient admits to multiple teeth extractions 1 week prior to surgery and did take po antibiotics as instructed by dentist. Patient also had MRI of lumbar spine and thoracic spine revealing enhancing inflammatory changes in the dorsal epidural space at l3-3 associated with the dorsal paraspinal soft tissues and the left l2-3 facet joint with extension into the left l2-3 neural foramen. Patient underwent uncomplicated re-op sternotomy, re-do avr, root replacement, CABG x1, and mv debridement with bovine patch of anterior leaflet. Patient was discharged on post-operative day 8 in stable condition with all surveillance cultures and or cultures resulting in negative.